Manufacturer narrative:
Device evaluated by MFR: the device was not returned for analysis. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that a stroke occurred. In (B)(6) 2017, the patient underwent a left atrial appendage (laa) closure procedure and a 27mm watchman ® laa closure device was successfully implanted in the chicken wing shaped laa without issue. In (B)(6) 2017, a follow up transesophageal echocardiogram (tee) was performed. A peri-device leak of <3mm was observed at the anterior shoulder, there was no thrombus was observed. It was noted that sometime after the implant the patient suffered an intracerebral hemorrhage and his anticoagulation was discontinued. In (B)(6) 2017 the patient presented to a nearby hospital with altered mental status and gait disturbance. Tee performed the next day revealed no thrombus on or behind the device. The peri-device leak was 5mm. Magnetic resonance imaging (MRI) of the brain was performed and showed posterior circulation cerebrovascular accident near the occipital portion of the brain. This was determined to be an ischemic event. Computed tomography (CT) scan was performed of aorta and CT angiogram of the neck. It was noted the patient recovered well and was discharged 4 days later on dual anti-platelet therapy. They will continue to follow the patient symptomatically or follow up in 6 months.